Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board was replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed regarding tidal volume. There was no report of patient involvement.